Event description:
Reported blood glucose results of "223 mg/dl, 428 mg/dl, and 323mg/dl "with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.